Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three devices were received for evaluation. The reported events were confirmed during evaluation; one device was found to have corroded motor sockets, one device was found to have a corroded motor assembly, and one device's set screw had moved on the driveshaft. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the device ran on. There was no patient involvement for two devices and there was patient involvement for one device; no patient impact.